Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that while in the cadaver lab, it was noted that the rod introducer received from the evaluations department ((B)(4)) would not hold the rod tight when maneuvering for placement. Also noted was an unrelated missing rivet on the proximal end of the barrel and has no effect on the holding ability of the device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the device was returned with the spring missing from the assembly. The missing spring does not affect the function as noted in the complaint description. It was found that a rivet was missing at the proximal end of the instrument. There are witness marks indicating the rivet was assembled at one time. This does not affect the complaint condition. The tip of the instrument has scratches and dents. The functional tests performed pass inspection requirements as provided on the inspection sheet at the time of manufacture. The complaint condition cannot be duplicated. This complaint is invalid from a manufacturing standpoint.